Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The rv lead was capped/abandoned on (B)(6) 2022 due to impedance issues with high impedances greater than 2000 ohms.